Event description:
It was stated that "tip of threaded hybrid screwdriver shaft broke off inside screw. Discovered when surgeon went to insert the screw and thought it felt wabbly. He went to reengage the screw to the driver and we realized tip was broken. Verified broken piece was reattained in the screw."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: there have been 14 total complaints related to draw rod tip deformation. While reviewing the manufacturing file no deviations were noted from this device's batch. While inspecting the driver the tip was confirmed broken, the tip was not returned. The surgery was completed successfully and all metal fragments were successfully removed. There are other instruments that can be used in case of a malfunction of the quick turn driver. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The user pivoting the instrument or applying cantilever loads when it is inserted into the screw can lead to the inner shaft tip deforming.